Event description:
It was reported that the right ventricular (rv) lead exhibited noise that resulted in pacing inhibition. It was noted several years ago this implantable pacemaker's lead polarity switched from bipolar to unipolar. The patient was seen in-clinic today and noise cannot be reproduced with isometrics nor pocket manipulation. The rv lead is currently programmed in a split configuration. Device data, including an x-ray was sent to technical services (ts) for review. Ts advised the rv lead measurements with the lead pacing unipolar are 600 ohm impedances and threshold of 0.6v (volts) @ 0.4ms (milliseconds). The rv output is programmed automatic gain control (agc) at 1.2v. It was noted six months ago there was a non-sustained ventricular tachycardia (nsvt) episode showing rv pacing inhibition lasting approximately six seconds. The health care professional (hcp) advised the patient has been asymptomatic. Ts provided lead and monitoring recommendations. At this time, the lead and device remain in service. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise that resulted in pacing inhibition. It was noted several years ago this implantable pacemaker's lead polarity switched from bipolar to unipolar. The patient was seen in-clinic today and noise cannot be reproduced with isometrics nor pocket manipulation. The rv lead is currently programmed in a split configuration. Device data, including an x-ray was sent to technical services (ts) for review. Ts advised the rv lead measurements with the lead pacing unipolar are 600 ohm impedances and threshold of 0.6v (volts) @ 0.4ms (milliseconds). The rv output is programmed automatic gain control (agc) at 1.2v. It was noted six months ago there was a non-sustained ventricular tachycardia (nsvt) episode showing rv pacing inhibition lasting approximately six seconds. The health care professional (hcp) advised the patient has been asymptomatic. Ts provided lead and monitoring recommendations. At this time, the lead and device remain in service. No adverse patient effects were reported. Received additional information the device was explanted successfully. This is all the information provided, and additional information has been requested. No adverse patient effects were reported. Received additional information the device was explanted and replaced. The device will not return for analysis. Outside of the revision, no adverse patient effects were reported.